Event description:
Further follow up from the patient's provider reported that the patient experienced grand mal seizures prior to vns. It was also noted that the patient's grand mal seizures were not due to vns. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patients vns battery had depleted in 2020 but before that, the patient was constantly experiencing grand mal seizures. The patient reported that they completely stopped experiencing seizures in (B)(6) 2025. Patient has been referred for vns battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.